Manufacturer narrative:
(B) (4). Eval of the returned product shows that the rj-11 pins and battery springs are both bent. The fail safe function does not work. The alarm unit magnet functions correctly. (B) (4).

Event description:
Customer claims that the alarm unit will not power on. There was no pt injury reported. Eval of the returned alarm unit shows it has intermittent power when tested with a sensor.